Event description:
A caller reported that the indicated battery charge of their device decreased by 40% in a short period earlier in the day. There was no adverse impact on the customer's blood glucose level. Technical support provided best practice tips and advised the customer to monitor the situation and call back if the issue persisted.